Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale.

Event description:
This report summarizes 32 malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Event description:
This report summarizes 32 malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 32 events were reported for this quarter. Product return status 1 device was received. 31 devices were evaluated based on historical data analysis. Additional information 32 devices were not labeled for single-use. 32 devices were not reprocessed or reused.